Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) unit had a loop air leakage alarm occur. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that in use, the cs100 intra-aortic balloon pump (iabp) unit had a loop air leakage alarm occur as soon as they got on the machine. There was no patient involvement reported.

Event description:
It was reported that during use, the cs100 intra-aortic balloon pump (iabp) had a safety disk leak test failure. There was no patient injury reported.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h10, h11. Corrected fields; b5, b6, b7, d10, h6(health effect impact code). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the safety disk was not working within range. The fse replaced the safety disk, and the unit passed all functional and safety tests and was returned to customer.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).